Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, a (B)(6) patient experienced worsening incontinence and scrotal & penile pain after virtue procedure. On (B)(6) 2018 the patient reported worsening stress urinary incontinence. Some urinary leakages during night. Date of onset : (B)(6) 2018, treatment: physiotherapy, status : on going. On (B)(6) 2018 : scrotal and penile pain. Pain during miction. Date of onset : (B)(6) 2018, no treatment, status : on going.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5847883. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information.

Event description:
Additional information received stated: event 1 : worsening stress urinary incontinence. Follow-up of the event 1 : on (B)(6) 2018, sui improved. With physiotherapy there are less urinary leakages during night. Pollakiuria but as a precaution. The patient feels to be ameliorated compared to his incontinence before virtue surgery (currently 1 pad/day in place of 3 pads/day before surgery). Status of the event 1 : resolved on (B)(6) 2018. According to the surgeon, the event 1 is not related to the procedure and not related to the device. Event 2 reported on (B)(6) 2018 : scrotal and penile pain. Follow-up of the event 2 : on (B)(6) 2018, no more testicular pain but residual pains especially in the glans (vas = 4). Status of the event 2 : on going (because residual penile pains). According to the surgeon, the event 1 is related to the device. Device still implanted in patient on (B)(6) 2018. Next patient visit planned on (B)(6) 2019.